Event description:
Caller reports back to back testing on the same meter while using the compact system with results of 130mg/dl and 300mg/dl. Quality controls were expired. No adverse event reported. Caller reports customer no longer has strips; a replacement was sent.